Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse was able to reproduce the reported issue and replaced the integrated electrosurgical unit (iesu) to correct the reported problem. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. Isi has received the part; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted the isi technical support engineer (tse) and reported that the site was experiencing c-34 error on the integrated electrosurgical unit (iesu). The isi tse viewed logs and confirmed the error. The isi csr stated that the site tried new energy cords and instruments with no change. The isi csr stated that the site also tried to restart the iesu with no change. The procedure was converted to laparoscopic surgery with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Failure analysis (fa) has completed their investigation on the vio integrated electro surgical generator unit (iesu). Fa was able to reproduce the issue by placing the unit on an in-house system and was run in normal mode.